Event description:
On (B)(6) 2019, x-rays showed that the clavicular hook extruded from the acromion bone.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part# 441.084 , lot# l433015 , manufacturing site: raron, release to warehouse date: 02. June 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient felt painful in the right shoulder with limited mobility because of fall damage on (B)(6) 2019; x-ray showed dislocation of the right shoulder lock joint. The operation of open reduction and clavicular hook plate and screw fixation was given on (B)(6) 2019. Sudden pain increased during functional training at home on (B)(6) 2019. On (B)(6) 2016, x-rays showed that the clavicular hook extruded from the acromion bone. After consulting with the relevant departments, it was considered that the internal fixation was ineffective, and a second surgery should be performed to remove the internal fixation again and do ligament reconstruction. The revision procedure was performed on (B)(6) 2019 and completed successfully. Patient is currently stable. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 3.5mm titanium (ti) locking compression plate (lcp) clavicle hook plate. This is report 1 of 1 for (B)(4).